Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they received unit s/w 9.17.0.22. Upgraded software to v9.33.1.2. Lvp bezel post recall completed. A review of the device history record for sn (B)(4) was performed from date of manufacture 03/17/2017 to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that the device needs a software update. It was reported there was no patient involvement.

Event description:
The customer reported that the device needs a software update. It was reported there was no patient involvement.